Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer removed the battery and cap for 24 hours and then reinstalled but the keypad buttons were not responsive. No further details provided.

Manufacturer narrative:
All buttons function properly however, moisture damage was found on the keypad traces. The insulin pump was received with cracked reservoir tube lip and cracked battery tube threads.